Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited loss of capture and poor fixation with frequent premature ventricular contractions (pvcs). A suitable location was found and the lp was implanted. Post-procedure, imaging showed the lp was dislodged in the right ventricle and inverted. The lp was explanted. There were no patient consequences.